Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.s921usqs4bye4 smartphone hardware: sm-s921u cgm sensor type: g7.

Event description:
It was reported that the patient had been seen by emt (emergency medical technician) with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include chest pain and discomfort. The patient was treated with an IV (intravenous). The patient was released the same day. The pod was worn when seeking medical attention.